Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation under the lifevest. It was described as similar to a heat rash. The patient consulted with his doctor and was advised to remove the lifevest until the rash heals. The patient was not prescribed any medication. Follow up with the patient was completed and the rash was reported to be healing. The patient is continuing to wear the lifevest.